Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to replicate the customer's reported issue. There were no problems with the movement of the instrument. An additional observation not reported by the site was that the pitch up cable was frayed at the distal clevis hub of the instrument. The instrument was able to articulate, but the movement may not be precise because the pitch cable was frayed. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. This failure could cause the instrument to stop moving completely. No other damages were found on the instrument. The reported complaint of instrument stopped moving does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the frayed cables found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument stopped moving during the case. It was reported that nothing fell into the patient and there was no reported injury.